Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, pain during intercourse, severe urinary and vaginal infections, lower abdominal inflammation, abnormal vaginal bleeding, worsened urinary complications, mesh extrusion, physical pain and discomfort, frequent/urgency to urinate, urinary incontinence, retention and leakage. It was reported that patient underwent mesh revision on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent left retrograde pyelography, left rigid ureteroscopy with laser lithotripsy, stone removal, and stent insertion on (B)(6) 2007 due to left ureteral calculi with colic. No additional information was provided.